Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who informed them that they have an infection under a crown. They were referred to an endodontist who drilled and placed medicinal paste and added a temporary filling. They had a root canal redone that was done four years ago. A new crown will be done and they are to bring along their aligner so that the crown will be made to fit the aligner. Patient provided diagnostic findings getting clearance to continue treatment after dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.